Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menstruation irregular outcome was unknown. The reporter considered menstruation irregular and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'). In an adult female patient who had essure (batch no. D08057), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: tonsillectomy, pregnancy and glucose tolerance impaired in pregnancy. Concurrent conditions included: vitamin deficiency, constipation and glucose tolerance impaired in pregnancy. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("irregular bleeding"). The patient was treated with surgery (total laproscopic robotic assisted hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: trailing coils in uterus: 1. Discrepancy noted, essure insertion date: (B)(6) 2015. And explant date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin: on (B)(6) 2015: negative. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2022, medical record received: reporters added, case updated to medically confirmed, medical history, essure lot number and expiry date added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. D08057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, gravida and glucose tolerance impaired in pregnancy. Concurrent conditions included vitamin deficiency, constipation and glucose tolerance impaired in pregnancy. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("irregular bleeding"). The patient was treated with surgery (total laproscopic robotic assisted hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: trailing coils in uterus: discrepancy noted - essure insertion date (B)(6) 2015 and explant date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: negative. Batch no: d08057. Production date: 2014-09-12. Expiration date: 2017-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-jan-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation wasconducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("irregular bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.